Event description:
The pt had a functional device at the first fitting appointment. On (B)(6) 2015 (second fitting), measurements showed 10 channels with high impedance.

Manufacturer narrative:
No: (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.